Event description:
Boston scientific received information that this patient presented to the emergency room with heart rate of 40 beats per minute and intermittent capture on the right ventricular lead. Additionally, decreased sensing and low but within range impedances were noted. It was suspected the lead may have dislodged resulting in the issue. The lead was explanted and replaced with no adverse patient effects other than the additional procedure reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Initial visual analysis noted cuts in the lead insulation, however this was likely induced during the explant procedure. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.